Manufacturer narrative:
Investigation analysis traced the reported issue to lack of maintenance/filter exchange.

Manufacturer narrative:
H10: vyaire has received the suspect component and traced the reported event to the environment. Visual inspection as well as fourier-transform infrared spectroscopy reveal presence of very fine and white debris within the module. The debris added resistance and caused high friction which ultimately led to a high heat environment.

Manufacturer narrative:
Vyaire file identification: any additional information received from the customer will be included in a follow-up report. Device evaluated by MFR: log files/screen shots show "voltage check blower" is plausible with 10.28 v @ 30% blower voltage. The blower speed is unusually low with 19,691 rpm (should be around 23,000 rpm) and "current blower" is higher than usual with a reading of 2.00 a (should be around 0.7 a). Alarms 241 and 240 were active several times before alarm 316 was triggered. Customer was requested to update the software and perform a blower test using a new blower of a different machine. Once done, screenshots reveal all values are back in normal range. Customer agreed to send back the suspected blower component for root-cause analysis. At this time, vyaire, has not received the component.

Event description:
The customer reported, while using bellavista 1000, alarm 240 - "temperature of blower too high", 241 - "temperature of blower high", and 316 - "blower failure" while running ventilation on a patient. The staff has replaced the ventilator due to the alarm sound. Customer confirmed no damage caused to the patient due to the event.